Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to not work is an inoperable main board; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
D3, g1,2 email is: (B)(6). B3: event date unknown. D4: UDI number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was "not working". It is unknown if there was patient involvement, no adverse patient effects were reported.